Event description:
Follow-up revealed the issue had resolved over time and the patient was happy.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4).

Event description:
It was reported the patient's ipg incision had slightly opened. The physician packed the wound with betadine gauze and bactrim.

Manufacturer narrative:
The complaint of infection cannot be confirmed via laboratory testing.

Event description:
Follow-up revealed it was suspected as infection, however, no cultures were taken. The patient was given oral and topical antibiotics and the patient's condition is improving.